Event description:
It was reported the physician performed a procedure to implant two surgical leads (from the same lot) as part of an scs system. It was reported the first lead kept moving out of the intended implant location when the physician attempted to implant the second lead. As a result right-sided stimulation coverage allegedly could not be attained. It was reported the physician explanted one of the surgical leads and implanted a percutaneous lead instead. It was reported the issue extended the surgical procedure by at least one hr.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.